Event description:
Technician took pump from warehouse shelf to send it to a pt. Upon turning on the pump, the screen began to flash, and then went blank. The pump would no longer operate, turn on, etc. The pump was plugged in when powered up.